Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a malecot nephrostomy catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, upon removal of the catheter, the tip portion of the drainage catheter broke and detached inside the patient. Subsequently, the tip of the catheter was removed by using forceps. The procedure was completed this time. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed residues that indicate use and handling. The catheter was broken approximately at 30.5 cm from the hub near the catheter shaft bond which was approximately at 4.8 cm from the proximal section of he wings. It was also noticed that the wings of the device were extended. An unknown suture was noted to be tied to the device. This failure is likely due to anatomical/procedural factors encountered during the procedure that limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a malecot nephrostomy catheter was used in the kidney during a percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2017. According to the complainant, upon removal of the catheter, the tip portion of the drainage catheter broke and detached inside the patient. Subsequently, the tip of the catheter was removed by using forceps. The procedure was completed this time. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.